Event description:
It was reported the surgeon noticed a tear in the aorta during surgery. The tear was not present prior to sizing but was present prior to implanting the valve. The torn aorta was repaired, and the pt came off bypass without consequences. Add'l info has been requested.